Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique identifier not known at the time of reporting. No parts have been received by the manufacturer for evaluation. Manufacturer date not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the ratchet failed to work during preparation. No patient was present at the time of the event.